Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2017-00419 to provide additional information based on the evaluation of the device. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. As a result of the evaluation on (B)(6) 2017, omsc confirmed that the distal tip fell off. Adhesive was properly applied to the guide wire tip. The basket was deformed. The sheath was buckled. The tip of the coil sheath was stretched. The device history record for the lot indicated no abnormality with the event-related items. It is surmised that the falling off of the distal tip was caused by the following mechanism; the distal tip was caught, due to the number, size, and/or location of calculus in the bile duct. Under the above situation, a basket was opened and closed to withdraw from the patient, which put excessive load on the distal tip and resulted in falling off of the distal tip. It is surmised that the deformation of the basket and the buckled sheath occurred due to a load when crushing the calculus. It is surmised that the doctor attempted to withdraw the device while the forceps elevator was raised, and then the distal end of the coil sheath was caught, causing the stretch of the coil sheath. The instruction manual of the device has already warned as follows; when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip as shown in figure 4.20. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire as shown in figure 4.21. This may damage the distal tip.

Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information or the subject device is received a later time, this report will be supplemented.

Event description:
Olympus medical systems corp (omsc) was informed that the basket broke during crushing a calculus. It was very difficult to retrieve the subject device. The physician could not find the broken basket, and was unsure whether the position of the broken basket was inside the tube or the wire. The physician performed x - ray, but there was no evidence of fragments of the subject device in the patient¿s body. There was no patient injury reported.